Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The healthcare provider reported via a manufacturer representative that there were difficulties with catheter placement on (B)(6) 2015. The pump system was being used to deliver gablofen (baclofen). When trying to advance the catheter intrathecally, the catheter kept kinking and wouldn't go in straight. When visualizing under fluoroscopy, it reportedly gave an awkward image of "a double array." The catheter was pulled out and attempted to be advanced again, but the same thing happened. A different catheter was able to be placed successfully.